Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail jr 3.5 6 fr. (B)(4) - incorrect prep. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Interaction with the stent/lesion was the likely cause of the balloon rupture. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx trek instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5(1) through 5(6), if necessary). Otherwise, complications may occur. It could not be determined if the IFU deviation could have contributed to the reported balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 99% stenosed distal right coronary artery. A 2.5 x 8 mm trek was being used for post-dilatation after a xience prime stent had been implanted when the balloon ruptured at 8 atmospheres. The balloon had been prepped outside the anatomy; however, air aspiration was performed inside the patient. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.